Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the buttons on her onetouch ultra2 meter would not respond. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The patient reported that the alleged issue began approximately 1 month prior to contacting lfs. The cca noted that the patient manages her diabetes with oral medication (metformin 1x/day). As a result of the alleged issue, the patient reported that she was unable to test her blood glucose; however, continued to take her usual dose of metformin. Approximately 3 days after the alleged issue started, the patient claimed she developed a headache, blurred vision, thirst and frequent urination. The patient claimed she tested with a relative's meter and obtained a high result (reading not known). In addition, on unspecified dates/times, the patient reported that she saw her physician on several different occasions as a result of the alleged issue. On one of those occasions, the patient stated that her blood glucose was "150 mg/dl" when tested on another device (brand unknown). The patient claimed her physician prescribed antibiotics for a urinary infection that she developed in addition to increasing the dose of her oral medication. The patient stated her physician advised her to take 2 pills of metformin daily instead of 1. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.